Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: unit seems to have been dropped (see photos in attachments). Replaced broken complete transformer for solo, damage lower chassis, top cover, irrigation safety cover, chamber holder, and spacer. Replaced worn finger on complete pressure adjuster with tip replacement kit. Replaced worn finger on complete pressure adjuster with tip replacement kit. Performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. This pump is 8 years old and has possibly seen heavy use in the field. Further a review into the depuy mitek complaints system revealed two other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the biomed when the unit is turned on it pressurizes and the pump runs continuously. It was during an orthopedic procedure and the procedure was completed with no patient consequences reported. The device will be returned. Additional information received by mitek complaints on january 12, 2015: the customer confirmed that there was no delay in the procedure they have other devices ready to go in case something happens.